Event description:
It was reported that a user experienced a hypoglycemic event with a blood glucose of 49 mg/dl while using the ilet bionic pancreas, after which they self-treated with fast-acting oral carbohydrates; the user reported recent physical activity, and education on exercise-related glucose lowering and troubleshooting steps was provided by customer care agent before the call ended. Investigation of this case revealed no device malfunction reported and a plausible behavioral or physiologic contributor related to recent activity. No clinical symptoms associated with hypoglycemia reported. Outcomes included recovery after oral carbohydrate intake and completion of troubleshooting and education by phone. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.